Event description:
Complainant alleged that during biomed testing, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2024-02375. Evaluation: the device was evaluated by zoll medical singapore. The customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing without duplicating the customer's report. The device's log were not provided for the review. The device was recertified and returned to the customer. No trend is associated with reports of this type.